Event description:
Device was returned for repair, this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to normal wear. The control unit, and maintenance kit and various small parts were replaced. Device was repaired and returned to the customer on 11/22/2012.